Event description:
(B)(4). After checking that the coils were placed, I have had constant dull to very sharp pains where my coils are at. My periods have not been normal. I skip months and than they are heavy other months. And sex isn't always pleasurable like it used to be.